Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was having a feeling of numbness in their leg and arm. The patient stated it felt the same way when the hcp turned off their ins. It was discovered the therapy was off. The patient does not know how the therapy got turned off. The patient confirmed they had not been around emi that they know of. They were to follow up with their hcp to pull reports and discuss symptoms/therapy turning off. No further complications were reported as a result of this event.